Event description:
The balloon of this device ruptured during an angioplasty procedure below its rated burst pressure. There has been no claim of injury related to this event. The device is being returned for analysis.